Manufacturer narrative:
G4:12mar2021. B4:13mar2021. Many good faith efforts were made to obtain additional information however there was no response. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the touchscreen locks up and freezes. The customer reported the device was in clinical use, with no patient or user harm.